Manufacturer narrative:
The previous short to shield was reported in MFR report # 2916596-2018-01451. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported there was a low speed event from having fixed speed set lower than the low limit. On (B)(6) 2020 the patient had a low voltage hazard alarm from normal battery depletion. Then, both power leads were disconnected causing a pump stop event. The emergency backup battery (ebb) appeared to be enabled but the log showed the rpm at zero. The plan was to change out primary and backup controllers to newest software version and also the battery clips. Analysis of log files sent on 19feb2020 showed driveline disconnect event and an event where the driveline was connected but the pump speed was 0 rpm. Technical services believed that the pump stops were caused by a percutaneous lead issue. It was observed that the patient had a short-to-shield history but the issue was unresolved even after there was a percutaneous lead repair on (B)(6) 2018.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low speed and pump stop events. The submitted log files collectively contained data from (B)(6) 2020. On (B)(6) 2020, low speed and pump stop events were captured while the patient was connected to battery power. Two motor stopped alarms were captured during the pump stop events, and the abnormal pump operation was associated with low speed hazard alarms. Based on previous complaint history, the observed events appeared to be consistent with potential driveline wire compromise. Following the second pump stop, the pump was able to regain and maintain the fixed speed for the remainder of the file. Excluding the low speed and pump stop events, the pump operated above the low speed limit. Despite the observed alarms, the pump appeared to function as intended. The account reported that the patient had been moving groceries at the time of the events. It was planned to exchange the patient¿s primary and backup controllers as well as the battery clips. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account and no equipment was returned for evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The hm ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Furthermore, these documents address all hazard and advisory alarm, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Controller was exchanged on (B)(6) 2020 to troubleshoot the pump stop event even when backup battery was enabled.

Manufacturer narrative:
Section b5: additional information. Section h6: correction (results code) . Related manufacturer report number # 2916596-2020-01211. Related manufacturer report number # 2916596-2020-01461. Manufacturer's investigation conclusion: review of the log files provided by the account confirmed low speed and pump stop events. The submitted log files collectively contained data from (B)(6) 2020 through (B)(6) 2020. On (B)(6) 2020, low speed and pump stop events were captured while the patient was connected to battery power. Two motor stopped alarms were captured during the pump stop events, and the abnormal pump operation was associated with low speed hazard alarms. Based on previous complaint history, the observed events appeared to be consistent with potential driveline wire compromise. Following the second pump stop, the pump was able to regain and maintain the fixed speed for the remainder of the file. Excluding the low speed and pump stop events, the pump operated above the low speed limit. Despite the observed alarms, the pump appeared to function as intended. The account reported that the patient had been moving groceries at the time of the events. It was planned to exchange the patient¿s primary and backup controllers as well as the battery clips. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account and no equipment was returned for evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported at this time. The hm ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Furthermore, these documents address all hazard and advisory alarm, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.